Event description:
It was reported that (1) device was used during a right lobectomy. It was reported by the affiliate that the tlh90 was used to complete the fissure of the resection, but the staple line was incomplete. Three staples in the middle section of the staple line did not form, and the fissure needed to be oversewn due to some bleeding. No adverse patient outcome at all. This was the one and only firing with this stapler during the procedure. The three malformed staples are still within the stapler jaws.